Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric sleeve procedure, the device fired halfway. The handle was rebooted but it did not fix the issue. After all failed, the surgeon finalized the case with manual stapler. There was no patient injury. The handle was previously updated to the 29.3 software (sw) and was recommended to update this one to the latest sw 29.4.